Event description:
Same case as: 2134265-2014-07317 and 2134265-2014-07318. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention, an ilab ultrasound imaging system was used in conjunction with opticross¿ coronary catheter intended to visualize the unspecified lesion. However, pullback stopped soon after it was started. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned with its original pouch. Device analysis revealed that overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The telescope assembly was able to properly pull back, advance, and retract. No other issues were found, the device appears to be in good condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2014-07317 and 2134265-2014-07318. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention, an ilab ultrasound imaging system was used in conjunction with opticross coronary catheter intended to visualize the unspecified lesion. However, pullback stopped soon after it was started. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).